Manufacturer narrative:
Qn# (B)(4) n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the user felt difficulty when inserting the guidewire through the catheter. The catheter was able to be placed, however the contrast medium was unable to be injected properly. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".

Event description:
It was reported that during use on a patient, the user felt difficulty when inserting the guidewire through the catheter. The catheter was able to be placed, however the contrast medium was unable to be injected properly. As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "user felt difficulty when inserting a guidewire through the catheter during use" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.